Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels have been low all day (52mg/dl). Elevated bgs were treated by consuming a soda and snacks. System check was performed with tandem technical support and the pump performed as intended. Recommendation was made that the customer consult with their healthcare provider to discuss what may be affecting bgs.